Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose was 13.6 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No unexpected error messages noted. Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was monitored for two (2) days and no unexpected error messages occurred. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, cracked battery tube threads, scratched keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and severely scratched lcd window.